Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pocket revision was performed due to the presence of an extended hematoma. The hematoma was most likely caused by the initial implant of the device, and antiplatelet therapy following an unrelated stent implantation. The coagulated blood was removed and the pocket was closed. The patient was stable with no consequences.